Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported exhibited a motor not running error (a problem with movement of plunger). There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 1/5/2024. H3: one device was returned for repair. Service history review identified no history of repair in the past. Visual check was performed and found plunger flippers were stuck and not closing. Performed occlusion testing and motor not running was duplicated during priming. The primary problem was replicated, caused by broken plunger cases and flippers stuck in the middle, not functioning properly. Replaced plunger assembly kit. Device passed functional/delivery tests. Also replaced interconnect printed circuit board (pcb) and battery. Preventive maintenance was performed.